Manufacturer narrative:
Device evaluation: a mz1000 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25055160. The feedback provided by the customer states that, " find it so hard to connect our line." Further information from the customer has stated that the IV contrast line was connected to bung. It was screwed on tightly. The amount of force it takes to screw things onto the bung makes it quite difficult to avoid interfering with the placement of the cannula. Saline was flushed with no issue. No physical damage has been reported. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25055160 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.

Event description:
No additional information was provided.

Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter: radiology group healthcare hunter imaging recently trialing maxzero nc and in conversation to offer training/support, mentioned feedback and then emailed through some examples such as: staff are complaining and I must admit I keep pinching patients skin because I find it so hard to connect our line. And they pressure out sometimes or leak! Bungs are difficult to screw onto cannula. This can cause pain for the patient if we are handling the cannula with too much grip. They often leak or pressure out when injecting contrast. This can cause a mess of contrast on the patient and equipment. Was there any death/serious injury as a result of the event? No was there any exposure to blood/bodily as a result of the event? Potentially yes. Was the course of treatment changed due to the event? Not currently sometimes catches the skin of patient skin due to stiffness sterile part hard to get off I injected contrast using the pressure injector (3.5ml/s). Injector did not pressure out, nor did contrast extravasate - it leaked contrast and blood all over the patient and bed. Upon coming back into the room, it appeared that the bung had slightly unscrewed from the contrast line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.